Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 45 mg/dl with symptoms of cognitive impairment, difficulty speaking, and unsteadiness. The reporter stated that the patient self treated with food and/or drink. The patient had discontinued pump therapy at the time of the call. The reporter indicated that the pump's basal settings had been changed by the patient's healthcare provider in relation to the alleged event. The reporter reviewed the pump history with a customer technical support representative and found that the basal delivery totals in the total daily dose did not match. The variation was due to the basal edit screen being accessed. Further review of the pump history found that there were multiple extra bolus records in the pump's history. There was no known cause of the extra bolus recordings. This complaint is being reported because the patient allegedly experienced a hypoglycemic and there was evidence of an overdelivery of insulin by the pump.